Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) probe a of the unicel dxc 800 synchron system was leaking. Customer reported that they noticed the cc reagent probe a was leaking when the analyzer generated cc cuvettes not dry before first reagent dispense error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found reagent probe a was leaking. The fse replaced the bubble generator due to a rusty valve. The fse also replaced ab valve and tubing from valve to probe bead. The fse primed the system and observed no leaks from both probes. The fse calibrated and ran quality controls for all chemistries and found all the chemistries were within specifications. The fse verified the performance of the instrument.

Manufacturer narrative:
(B)(4).